Event description:
It was reported that a right heart catheterization was performed to assess the accuracy of the cardiomems sensor pressures. The sensor was recalibrated and the baseline was increased by 7.0mmhg.